Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with the blood glucose value of more than 600 mg/dl. The customer experienced symptoms such as headache, nausea, confusion, tired/weak, altered vision, extremity pain/ cramps and increased thirst. Customer reported an issue with the insertion site. The event involved product(s) unk_reservoir, mmt-1880, mmt-7040a, unomedical. Troubleshooting was not performed. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. . The customer was also reporting a discrepancy between sensor glucose and blood glucose values. No further patient complications were reported. It was unknown whether the customer continue to use the insulin pump and the sensor. No product return is required for unk_reservoir. No product return is required for mmt-1880. No product return is required for mmt-7040a. No product return is required for unomedical.